Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient restated previous information already documented. Patient did state the issue was not resolved, they just take the battery out every few days and when it locks up on them they pull the battery out and put it back in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported the serial number of the controller. The cause of the controller locking up was not determined. The pt reported they had to be reprogrammed again, the sciatica nerve hurts all the time in the left buttocks all the way down the leg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back from number registered re-reporting information previously documented in this case. Pt stated they had contacted/met with manufacturing representative (rep) for reprograming as advised but the new settings are no longer working after a couple of days. Pt said they have been in pain with therapy on so they activated MRI mode to shut ins off for two weeks and they had been doing good b/c it was thought they were overstimulating. They decided to turn therapy back on for like 3 days at 2.5 but they were still in pain (sciatic nerve in left side hurts like hell all the time) which they thought was a controller (ptm) issue. Patient services (pss) reviewed with the pt that the therapy settings are stored in the ins and not the controller. Pt said their buddy has the same scs ins with their therapy intensity set at 3.2 so they turned theirs down to this which was good for three months with no pn whatsoever but then the intensity went back up by itself. Pt mentioned rep had them deactivate adaptive stim positions. Pt remarked the ins current battery level was 70% and therapy setting was on group a-1 (2.5). Pt said it also triggers the arthritis in their knees. Pss redirected pt to hcp to address return of pn <(>&<)> coordinating meeting with clinical specialist. Pt asked how manytimes were they going to have the ins reprogrammed b/c it had already been a dozen times or better (working with at least 5 different reps who have all quit) with it only working 3-4 days. Pss advised keeping a journal to track therapy settings for areas of relief in programs a/b/c (hardly using c which was at 1.8 noting simulation is felt in right leg). Pt added when system was implanted the left side sciatic nerve must have been hit b/c they had never experienced pain in the area prior (left buttock <(>&<)> down leg). Pt commented they were going to have the scs ins pulled out if it couldn't be figured out b/c it's not working half the time.

Manufacturer narrative:
Date of event: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they were "doing great but now it started jumping up on down on me all the sudden I was laying down, like one day it jumps from 2.5 to 5.6 on me on group a and I am having a lot of sciatic pain right now, it's a sharp pain". Pt says this has been happening for "about a week and a half" and says they have always been on group a and haven't been on any other groups. Pt reports no falls or trauma, and hasn't been around any emi sources. Pt says even when taking battery pack out of the controller the stimulation jumps up on its own. The pt was redirected to their healthcare provider to further address the issue.